Event description:
It was reported that the ventilator generated a technical error codes indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error codes indicating a turbine module failure. Furthermore, in provided log files technical error codes were found indicating a ethernet communication failure between pan and mon and that the ventilator had failed blower inlet test during pre-use test . Ventilator was investigated on-site by our field service engineer . Issue was resolved by replacing the turbine module. According to provided logs a re-installation of system software has also been conducted. No part returned for investigation. The root cause for the issues can not be established. Turbine module communication error means that the turbine module has lost contact with the breathing subsystem resulting in that the subsystem breathing is missing data for regulating the ventilation. Ethernet communication failure indicates an internal communication problem on a ventilator and values and curves can be lost from the screen but the ventilator will continue to ventilate with previous settings. The alarms can only be reset by doing a system restart. Blower inlet test is one of the sub tests of the internal test sequence. The failure occurs during pre-use check (puc), which is performed after turning on the ventilator, always before connecting the ventilator to a patient. This failure occurs if inlet resistance or pressure sensor values offset is out of range. It will indicate if the air inlet filter is occluded or clogged and also detect if the air inlet filter is missing during pre-use check. The recommended action is to always use the latest released software.